Event description:
"There was no negative event caused by the device. The physician identified a vascular injury upon vessel dilation prior to device being introduced. He placed a balloon expandable covered stent across the vessel injury, introduced the relay plus device, but was unable to advance safely. He then removed the device and used another device to finish the case." Patient outcome: "no patient issues after initial covered stents."